Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for retroperitoneal bleeding. Retroperitoneal bleeding is a function of the access to vasculature and not closure and hence, in this case, the ascribed severity of the adverse event cannot be attributed to the closure device. It was also discussed that the inguinal hernia mentioned in the allegation has no relation to the cause of the retroperitoneal bleeding. Per the available information, the likely cause for the alleged retroperitoneal bleed could be the high stick per the comments of vascular surgeon. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on 15jan2021. Initial procedure was a y90 mapping which had no relation to the angio-seal. The doctor deployed the angio-seal at the second stick, it was just above the previous access. The doctor was not aware of the inguinal hernia history of the patient and he does not blame the angio-seal device for the complications. The patient had complications post angio-seal deployment. He thought that the inguinal ligament is not where it is supposed to be anatomically, and the second stick was a high stick.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was performing a y-90 treatment. Right groin access was obtained, and the procedure was performed. Upon completion of the procedure the physician performed a groin image and determined that his stick was not too high, and the artery size was large enough for closure. Arteriotomy location flashes were obtained and deployment completed with no noted concerns or closure site issues upon case completion or discharge. Patient contacted provider and was encouraged to report to ER. The patient delayed said return and reported on saturday. Another doctor consulted and operated on the access site as a result of bleeding. He noted that the anatomy was abnormal due to a previous surgical procedure for an inguinal hernia repair. The anchor was located in the inguinal ligament and not in the artery. The patient is recovering and probably going to be ready for discharge soon from her large retroperitoneal bleed. Additional information was received on 24nov2020. A 5r sheath was used and there was no significant blood loss. She did have her mapping two days earlier with just a groin hold. Additional information was received on 01dec2020. According to the doctor, the patient called the office the next day following the procedure with symptoms that suggested she should go to the ER. She did and according to the ir who performed the mapping of the y-90 the patient's inguinal ligament dipped down lower which created an anatomic anomaly. The doctor explained how he gained access just above the stick from a few days' prior from the mapping for this treatment procedure. He stated he stuck right over the femoral head and it was a high stick due to this abnormality.